Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a blackout image due to a defective charged couple device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it's likely the charged coupled device was defective, resulting in a blackout when the device is turned on. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.